Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-05594. It was reported occasionally the patient experienced a burning sensation at the ipg site when stimulation was on. It was also reported the patient believed the ipg had moved from its original location. Additional info received revealed the patient also experienced low and invalid impedance. A review of the MFR¿s device record database revealed the patient¿s ipg was explanted and replaced.